Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's patient circuit disconnect alarm was alarming intermittently. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.